Event description:
The implant failed due to pt's poor bone condition and early-loading.

Manufacturer narrative:
We can not fill in this form in detail because dr have refused to open the pt's chart. According to our investigation, there was no discrepancy on our product.